Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient was recovered from the peritonitis event (17 days after the event onset). On an unknown date, treatment with dianeal pd4 4.25% was discontinued; however, treatment with dianeal pd2 2.5% was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. Three days after the event onset, the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), amikacin injection (500mg, intraperitoneal, once daily, ongoing), and ceftriaxone (500mg, intraperitoneal, once daily, ongoing) for peritonitis. Two days after the hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.